Event description:
It was reported that the pump reset unexpectedly. It was reported that the customer experienced an elevated blood glucose (bg) level displaying "high". Reportedly, the customer continued to use the pump for insulin therapy resolving all issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.